Event description:
It was reported the surgical dressing was applied to a post operative knee replacement incision. After a few days of wear, the end user reportedly developed itching under the dressing. On (B)(6) 2014, she removed the dressing again and noted drainage close to the suture line and a red, blistered rash. The end user presented to the ER, where the doctor discontinued the dressing. Another manufacturer's dressing was used to cover the incision. The end user's surgeon also recommended applying over-the-counter cortisone and benadryl cream to the site. The end user reported the site as light pink with dry, flaky skin.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Height: (B)(6) inches.